Event description:
It was reported that during use, water leaked from the tracheal tube pilot balloon or the suction line without any reported patient harm. No additional information has been provided. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).